Event description:
Subsequent to the initial report filing, additional information was received stating that the resistance encountered with the guideliner was during advancement only.

Manufacturer narrative:
(B)(4) . Evaluation summary: the complaint device was returned for analysis. The stent dislodgement was confirmed. The reported resistance with the guideliner could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was most likely due to interaction with the guideliner. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in left anterior descending artery (lad). Resistance was encountered with a non-abbott guideliner and the mini vision stent dislodged from the stent delivery system (sds) balloon within the guideliner. No intervention was reported, as the dislodged stent was retracted inside the guideliner. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.